Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to his scs ipg with external devices. A company representative met with the patient and attempted troubleshooting the issue, however the issue could not be resolved. The patient stated he had undergone a non-scs system related surgery recently. The patient's scs ipg was deemed inoperable. Follow up identified the patient's scs ipg was replaced with a new one and stimulation therapy was restored.